Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds due to dislodgement. The rv lead was extracted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: unk competitor ipg, implanted (B)(6) 2014. (B)(4).